Manufacturer narrative:
Additional device dsf2233 sn: (B)(4), UDI: (B)(4) being reported separately under complaint (B)(4). According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to vascular trauma.

Event description:
On an unknown date on (B)(6) 2020, this patient underwent total arch replacement using elephant trunk technique to repair a type a aortic dissection. On (B)(6) 2020, this patient underwent emergency endovascular treatment for a contained rupture of the descending thoracic aneurysm using a gore® tag® conformable thoracic stent graft. Tgu343415j was implanted at the distal end of the elephant trunk to treat the contained rupture. At the point of wound closure, no pulse could be felt in the patient's leg. Angiography confirmed an entry tear of dissection at the diaphragm level, distal to the device. An additional stent graft was implanted to cover the entry site. The patient tolerated the procedure. The physician commented that the dissection occurred due to the wire manipulation. Reported wire stress toward the aorta was stronger than usual because the patient's arch and descending aorta was severely angulated.

Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.